Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: one opening was observed, assessed as a surgical impact opening. The shell thickness was within specification. As per the investigation procedure creases, particles and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, n.

Event description:
Healthcare professional reported right side device rupture diagnosed by ultrasound. The device has been explanted.

Event description:
Healthcare professional reported right side device rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/jun/2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: (B)(6).

Event description:
Physician reported right side device rupture diagnosed by ultrasound. The device remains implanted.

Event description:
Healthcare professional reported right side device rupture diagnosed by ultrasound. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.